Event description:
Caller reported that a cartridge leaked insulin, and this issue occurred once. There was no reported impact to the customer's blood glucose level. The caller disconnected before a resolution could be reached, and attempts to contact them again were made by technical support without further information available on the outcome.